Event description:
It was reported that after deployment of the ivc filter, the filter legs did not open and appear to be tangled. Using a recovery cone, the physician successfully removed the filter and deployed a competitor's filter. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The product was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.